Event description:
The rep reported the trial stimulation would continue to turn off during the case; the pt did not feel stimulation. The screening cable device was replaced and the pt received adequate therapy.

Manufacturer narrative:
Final device analysis results reveals a short between circuits (dry conditions) was detected.